Event description:
It was reported that the display was flickering and keyboard error alarms were occurring. As a result, the console was exchanged off the patient.

Manufacturer narrative:
Evaluation: arrow field service (afs) evaluated the console. They could not duplicate the difficulty. All connections were checked. The display head and umbilical cord were replaced as a precaution. A broken rotation was also replaced. The console was functionally tested and returned to service.